Event description:
It was reported that on (B)(6) 2025, a 26mm amplatzer septal occluder was chosen for a atrial septal defect (asd) closure procedure using a 12f amplatzer trevisio intravascular delivery system. During procedure, the device had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. There was report of any interaction with cardiac structures during deployment and but there was no report of any angulation/kink noticed with the delivery system. A new 26mm amplatzer septal occluder was chosen and successfully implanted with the same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An event of device deformity could not be confirmed via returned device analysis. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.